Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 9 years, 3 months due to aortic regurgitation, secondary to a torn leaflet. Unfortunately, no other details were provided. The explanted device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Evaluation summary: as received tears were noted at opposite commissure of leaflet 1. The tears measured to approximately 8mm at commissure 1, and 6mm at commissure 2. Thickened and swollen tissue was noted in the region of the tears. The valve was consistent with the typical non-calcific tissue degeneration. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest distance of approximately 2mm. Host tissue was moderate at the stent inflow. No inconsistencies detected in the x-ray as the wireform was intact. X-ray. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). In this case, the reported torn leaflet was confirmed through evaluation. Moreover, non-calcific bioprosthetic tissue degeneration is a chronic event with large variability among the recipients. The mechanism of non-calcific tissue degeneration is not fully understood. Considering that tissue degeneration is generally co-localized with the high stress zone on the bioprosthesis, it is possible that both operational mechanical stress and biological factors such as infiltration of pro-inflammatory cells, mononuclear cells or macrophages, may play important roles in leaflet tissue degeneration. However, the time course and involvement of other factors during the early stage of this chronic tissue degenerative process remain unknown.

Manufacturer narrative:
Torn leaflet. Device not returned. Due to patient privacy regulations, the health-care provider was not able to release any additional information regarding the event (e.g. Operative report, discharge summary). The valve was also not returned; therefore, the reported event could not be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.